Event description:
Caller reported that cartridge was not fitting properly on pump, describing that cartridge was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. Customer planned to check for an o-ring around the tap of the pump when changing the cartridge and was advised to contact technical support if further issues occurred. Customer continued to use insulin from current cartridge.